Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a pump error 37 (drive count/time values or changes incorrect for moving or coasting, too slow or too fast), had the keypad anomaly for the middle button and right button. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the pump error, and the customer was able to clear the error, but was unable to complete the rewind process. Troubleshooting was performed for the keypad anomaly and the serialized device be replaced. No harm requiring medical intervention was reported. Mmt-1884 was requested, and customer response was the device will be returned. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions.

Manufacturer narrative:
Unit passed the self test, displacement, rewind, prime/seating, basic occlusion test, force sensor test and occlusion test. All buttons function properly. Successfully downloaded history files and traces using thump. Pump error 37 alarms were found in the history files on (B)(6) 2025 16:15:08.000 until (B)(6) 2025 16:22:46.000. No alerts/alarms/anomalies noted during testing. Pump was cut open to perform visual inspection and found moisture damage on keypad flex connector, pcba 1, pcba 2 and motor. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case(minor). Keypad buttons functioned properly during analysis and passed all required testing. Unresponsive keypad was not confirmed. Pump error 37 not was confirmed during testing, however, found in the history files and due to moisture damage on the motor assembly. Exposed to moisture confirmed on keypad flex connector, pcba 1, pcba 2 and corroded motor home switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.